Manufacturer narrative:
(B)(4). Batch # t92m66. Investigation summary: the instrument was received with no apparent issue. The instrument was connected with a generator and pass all functional testing. The account reported that the instrument did not match the packaging identification. The tyvek provided by the account was for an eps07 instrument with a lot of t92r7a. The instrument returned by the account is an eps05 with batch number t92m66. This condition is most likely related to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that, before an unknown procedure, it was found that the shape of the electrode tip of the device was not a right angle but a hook. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.